Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the instrument needed to be decontaminated. The fse performed an instrument decontamination process to address the high platelet (plt) background issues and proceeded to replace the rbc bath filters as preventative maintenance. The fse verified the repair as per established procedures and results met published specifications.

Event description:
The customer reported experiencing high platelet backgrounds from the coulter act diff 2 analyzer. The customer stated that quality controls (qc) and patient samples were ran after obtaining platelet (plt) backgrounds within the acceptable range. The customer reported obtaining an erroneously high plt result of 27 for one patient with a known low plt count, and the erroneous result was reported out of the laboratory. The sample was repeated at a reference laboratory and a result of 7 was obtained. A manual differential was also performed by the reference laboratory and the results from the reference laboratory were considered correct. The customer reported that the patient's scheduled transfusion was delayed by a few hours due to the erroneously elevated platelet result. However, the delay in transfusion did not cause any adverse effects to the patient's condition. Beckman coulter had requested patient printouts for review but are no longer available for review. The customer stated that the reference laboratory's manual differential results are also not available.